Event description:
A malfunction alarm was reported by the customer, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed specified limits. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.